Manufacturer narrative:
The product remains implanted and the broken piece of the plate was discarded, no evaluation was possible. In addition, without lot identity, review of manufacturing history was not possible. A two-year complaint history review did not reveal any previous reports of this nature for any part number in the 10-pxxxx-xxp family of vault alif plates. No conclusions can be drawn regarding the cause of the reported issue.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the vault plate/cage assembly had been inserted into the disc space and upon inserting a bone screw into one of the holes in the plate, it was noted that a piece of the peek material at the top edge of the plat implant had broken off. The piece was located and removed. The procedure was completed with the broken vault plate remaining implanted with no significant delay to the procedure.